Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that there was no malfunction-related health impact on the patient so that no additional intervention was taken. The patient was in stable condition. The returned guidewire had its polymer jacket peeled off approximately 6mm in length from the distal end. The coils near the rupture point of the polymer jacket were misaligned. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it is presumed that excessive rotational force was inadvertently applied while the distal end of the guidewire was trapped by the calcified lesion. When the accumulated manipulation force exceeded the guidewire's design limit, it resulted in coil misalignment. The misaligned coils caused resistance between the guidewire and the catheter during manipulation and the friction led the polymer jacket ruptured and peeled off along removal of the guidewire. There was no indication of product deficiency. Possibility of remaining polymer jacket in the anatomy could not be totally eliminated. The warnings section of the IFU states: never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction.

Event description:
During ppi for treating a moderately calcified cto lesion in the right btk, an asahi guidewire was used under a support of a catheter. Resistance was felt during removal of the guidewire from the catheter. The physician found the polymer jacket of the guidewire was damaged when he checked the guidewire outside the anatomy. A new guidewire was used instead, the procedure was resumed, and the blood flow was restored.